Manufacturer narrative:
It was reported that a patient aspirated during an upper gi endoscopy procedure using an olympus hq190 endoscope and was hospitalized for aspiration pneumonia. Medivators endogator hybrid irrigation tubing was being used during the procedure and the facility reported that the tubing was leaking and caused the patient adverse event. The facility reported their endogator hybrid irrigation tubing was leaking during an upper gastrointestinal procedure and caused the patient to aspirate. The endogator hybrid tubing does not come into contact with the patient. The hybrid tubing connects to the sterile water bottle and connects to the scope to providethe flow of water and co2 through the endoscope. The air/water tubing has a backflow valve. It is not anatomically possible for the tubing to be the cause of the aspiration. Medivators field staff and regulatory has visited this facility to observe their set up and use of the product. Medivators personnel confirmed that the facility is using the tubing in accordance with the instructions for use and did not witness the product leaking or any other product related issues. It was observed that there is inconsistency of set up in one procedure room to the next with regards to irrigation pump brand and water bottle brands being used to know what could potentially cause a leak. It has been requested product returned for internal quality investigation. Medivators field staff remain in close contact with this facility and will continue to monitor this account. This has been documented and is being monitored in medivators complaint system.

Event description:
It was reported that a patient aspirated during an upper gi endoscopy procedure using an olympus hq190 endoscope and was hospitalized for aspiration pneumonia. Medivators endogator hybrid irrigation tubing was being used during the procedure and the facility reported that the tubing was leaking and caused the patient adverse event.